Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment a 5 cm in diameter abdominal aortic aneurysm. The endurant bifurcated stent graft was deployed below the renal arteries without issue. The contralateral gate was cannulated without issue. A sizing marker pig tail was placed with in the bifurcated stent graft extending to the left common iliac. An angiogram from the left sheath was performed. The physician counted 13 marks from flow divider to hypogastric artery. Over the wire an endurant 16x13x124 limb was advanced to the level of the flow divider. At this point the 124 length limb was approximately 3cm proximal to hypogastric artery therefore the physician removed the endurant 16x13x124 limb and an endurant 16x13x156 limb was advanced and deployed extending from flow divider to hypogastric artery. The delivery system was removed. The remainder of the endurant bifurcated stent graft was deployed and the delivery system was removed. The stent grafts were ballooned using a reliant balloon at the proximal, distal, and overlap sections. On the final angiogram it was noticed that the left hypogastric was not filling due to the 13mm of the endurant stent graft limb crossing the origin of the hypogastric artery, deploying lower than intended. The physician attempted to use a sheath and reliant balloon to "push up" the stent graft however there was no change. The physician completed the evar without further intervention and the patient was closed without issue. The physician did not expect the patient to have any issues with the left hypogastric artery being covered. Per the physician, the cause of the event was most likely related to the c-arm moving or the patient moving during the case. No additional clinical sequelae were reported and the patient is fine.